Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had a tampon inside for two months - vagina [foreign body in reproductive tract]. String like had tampon inside for two months without knowing it [device breakage]. Consumer contacted via social media and stated string like she had a tampon inside for two months without knowing it. No serious injury was reported.